Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate shock therapy. Programming changes were recommended but not yet implemented. No patient consequences were reported.